Manufacturer narrative:
Initial reporter occupation: occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in date of event is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, organ perforation, and tilt. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, organ perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of gastrointestinal bleeding. The indication for filter placement was deep vein thrombosis. The filter was deployed using ultrasound guidance. The right common femoral vein was accessed with a micropuncture needle. The needle was exchanged over a wire for a catheter which was advanced into the inferior vena cava. An inferior vena cavogram was done for size of the inferior vena cava and location of the renal veins. The filter was then deployed below the level of the renal veins (over the l2 and l3 vertebral bodies) under fluoroscopic observation. Another vena cavogram was then done to verify the position of the filter. The catheter was then removed from the right groin with pressure applied for hemostasis. The patient tolerated the procedure well with no immediate complication observed. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, organ perforation, tilt and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately eight years after the index procedure. The patient has also experienced worry, depression.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, organ perforation, and tilt. The patient reported becoming aware of fracture, organ perforation, tilt and perforation of filter struts outside the inferior vena cava (ivc), approximately eight years post implant. The patient also reported experiencing worry and depression related to the filter. According to the medical records the indication for the filter implant was deep vein thrombosis with a history of gastrointestinal bleed. The filter was placed via the right common femoral vein and deployed below the level of the renal veins (over the l2 and l3 vertebral bodies) under fluoroscopic observation. The patient tolerated the procedure well with no immediate complication observed. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed or further clarified. Depression and worry do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.